Event description:
According to the reporter, during the initial robotic low anterior colon resection procedure, when the device was used for end-to-end anastomosis, there was no issue reported, and the surgeon claimed the device functioned normally, and intraoperative colonoscopy showed no evidence of malformity on the staple line or any concerns regarding tissue donuts. Hence, 12 days postoperatively, an anastomotic leak was identified. The patient had to undergo a re-operation, which was an additional 3-hour procedure, and a poor staple formation was identified. The staple line was fixed by over sewing. The patient left with colostomy after the second surgery and extended the hospitalization.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that some staples were not formed. It was reported that there was an anastomotic leak and a poor staple formation. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the initial robotic low anterior colon resection procedure, when the device was used for end-to-end anastomosis, there was no issue reported, and the surgeon claimed the device functioned normally, and intraoperative colonoscopy showed no evidence of malformity on the staple line or any concerns regarding tissue donuts. Hence, 12 days postoperatively, an anastomotic leak was identified. The patient had to undergo a re-operation, which was an additional 3-hour procedure, and a poor staple formation was identified. To resolve the leak in the reoperation, the staple line was over sewed, 4-5 inches of colon were resected due to inflammation, and a loop ileostomy and colostomy were performed. The patient was currently discharged and home with a loop ileostomy and colostomy after the second surgery, and the surgeon was hopeful that the patient would be able to undergo re-anastomosis but was unsure if there would be enough viable colon to successfully re-anastomose. Hospitalization was extended due to the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.